Event description:
Report #2 of 2 for this event. As reported a patient had a left total knee arthroplasty. Subsequently, seven (7) years, eight (8) months later, the patient experienced osteolysis pain and instability with recurrent effusions. As a result, the patient underwent a left knee revision procedure. A revision operative report was provided. Intraoperatively, global instability and a large effusion without gross infection was observed. Synovitis showed consistent with polyethylene wear. It was noted the femoral component was not grossly loose however debonded from the cement mantle. The tibia was well fixed. There was significant osteolysis at the tibia with uncontained defect, and bone loss of the tibia and femur. The patella component was found to be loose with undermining osteolysis. The patient was revised to another manufacturer's construct. The patient was transferred to the recovery room in stable condition. Additionally, it was reported via legal documentation the patient experienced and/or continues to experience significant pain and discomfort; gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage and bone loss. No additional information is available.